Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that this complaint is not reportable. This supplemental report has been submitted for the purpose of cancelling MDR 1024879-2025-00969.